Event description:
It was reported that a pt underwent a sacrospinal ligament suspension of the vaginal vault on (B)(6) 2009. During the procedure, suture needle broke off inside the pt. The needle was determined to be too deep to retrieve. No further attempts will be made to recover the needle.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.